Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the procedure of the implant of the lead; the screw would not operate after numerous deployments of extending and retracting the screw. A new lead was implanted. The patient was stable after the procedure.